Event description:
The customer reported that 5 mins into a docetaxel infusion, the pt noticed fluid on the floor and alerted the nurse. On closer inspection they noticed a leak on top of the burette. The burette was completely full. The roller clamp above the burette was open. The roller clamp below the pump was open. The air filter was closed. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.